Manufacturer narrative:
Block b3: exact date unknown, event occurred couples of years ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6). Batch: 16725001

Event description:
It was reported that the patient was not getting good relief from the stimulator. The patient underwent an explant procedure and was doing well postoperatively. All explanted device components were not returned as they were disposed by the facility. No device malfunction was suspected.